Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; upon visual evaluation of the device it was discovered that the housing was physically damaged. The observed damage is typical of device abuse. The customer confirmed that the device was dropped prior to the reported malfunction. The device was repaired and el display was replaced to resolve the condition. Analysis for reports of this type has not identified an increase in trend.